Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer pocket 1.3 was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the issue was caused by a failed qb pocket within the propofol drawer of the anesthesia station. A field service engineer replaced the engine and cabling at the back of the unit, swapped the main controller board for the anesthesia station¿s mini drawer, and verified proper functionality and serial number accuracy through testing in both the hta and the medication application. The system functioned as intended after the engineer completed the repair.